Event description:
The customer reported that the invivo monitor was pulled into a 3rd party device magnet.

Manufacturer narrative:
The customer reported that the invivo monitor was pulled into a 3rd party device magnet. Though philips already has info supporting that this was not a malfunction, but was a user error. We will report this issue as an abundant caution. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).